Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).

Event description:
Customer reports blood gas results from their remote instruments are not creating an order and posting results directly into ultra as expected. This occurred with two patient results. There was no reported patient injury associated with this event.